Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During posterior tl fusion, tip stripped.

Manufacturer narrative:
Visual inspection of the moss miami single inne final tightener revealed signs of stripping at the distal tip. The noted damage is consistent with the direction of rotation of the tightener during use. Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however a potential root cause could be that the driver was not fully inserted during set screw tightening. No further action is required as there have been no issues identified that could have caused or contributed to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.